Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received shocks due to noise. During the surgical procedure, the lead was visual inspected and normal testing was observed via analyzer. No noise was observed when manipulated. Both the ICD and lead were replaced, as it was not determined which device contributed the noise.